Manufacturer narrative:
Verathon's territory manager visited the customer's facility and, with the customer's biomed, verified the malfunction. They witnessed the poor connection, and the image going from normal operation to a glitching black screen. Verathon's territory manager tried to duplicate the issue with his own video baton 2.0, and it would not malfunction, isolating the issue to the customer's video baton 2.0. The glidescope video baton 2.0 large was returned to verathon for evaluation. A verathon technical service representative evaluated the returned video baton 2.0, and confirmed the poor image quality / intermittent split image. The issue was isolated to the worn / damaged hdmi connector. The returned glidescope video baton 2.0 large was scrapped, and a replacement was sent to the customer. No corrective action is required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope video baton 2.0 large, the anesthesia provider noticed the screen was going black with lines across the screen as the image was going in and out. The customer's biomed isolated the intermittent image issue to the video baton 2.0. No delay in the procedure, use of a backup device, or harm to the patient or user was reported.